Event description:
Mobility, bleeding, fistula, inflammation, 16mm bone loss, fenestration, peri-implantitis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).